Event description:
The patient reports having increased soreness/pain at the lead insertion site beginning (B)(6) 2022 and worsening into the night. Upon inspection of the insertion site, the physician noted redness and swelling indicative of infection. Some purulent material was expressed through the insertion site after the lead was removed. Patient is being treated via oral antibiotics.

Event description:
Additional information was received indicating the infection has resolved following oral antibiotic treatment.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. The infection has resolved following oral antibiotic treatment. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.